Event description:
This is report 1 of 2 for the same event. It was reported that during routine maintenance, it was observed that when the foot pedal was fully depressed, the console device was only displaying 49,000 rotations per minute (rpms), when in use with the motor device. It was further observed that the console device displayed an e6 error code. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was tested and passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was observed that the ground plug was missing from the ac input module. It was determined that this was due to mishandling (user error) by hitting the device against something with the cord plugged in. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.